Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/20/2014 with the following findings: visual inspection revealed that the audio bolus button cover was missing; the reported event was duplicated. Also, moisture was observed behind the display lens. The pump failed a leak test due to a leak at the audio bolus button. The pump case was removed, and further evidence of moisture ingress was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. The reporter alleged that the audio bolus button was under responsive. It was further reported that the audio bolus button was missing/peeling. Additionally, moisture/corrosion was evident in the audio bolus button area and behind display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.